Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Concomitant medical device: model bifurcated ba25-110/i20-30, lot: 1200177-018, rel. Date: (B)(6) 2013, exp. Date: 10/31/2014.

Event description:
It was reported the patient had a procedure on (B)(6) /2014 with a bifurcated, and a suprarenal aortic extension. Post 60 day a computed tomography was done after the initial implant, and everything looked sealed. Reportedly, the patient came in emergently with a rupture aaa and there was a separation between the components creating an endoleak 3a. The physician elected to explant the devices and patient was stable after procedure. However, on (B)(6) 2015 the patient expired.

Manufacturer narrative:
Based upon the clinical evaluation confirmed type 3a endoleak, stent separation, stent migration and a rupture. The event is not a design or manufacturing related issue. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Contributing factors include off label use, patient anatomy, and non-compliance with recommended follow-ups.